Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the charged coupled device unit, a noise image occurred. Due to damage on the electrical connector, a noise image occurred. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a scratch. The adhesives around the light guide lens had a white-clouded area. The light guide lens had a crack. The adhesives around the objective lens had a white-clouded area. The objective lens had a crack. The indication on the suction connector was peeled. Switch 4 had a scratch. The paint on the suction cylinder was peeled. The universal cord had coating peeling. The universal cord had a wrinkle. The universal cord had a scratch. Due to clogging of the nozzle, the air supply volume did not meet the standard value. The adhesive on the bending section cover had white-clouded area, a crack, and a chip. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had a noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.